Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe as it is a medical event not related to the device. Anxiety- product/procedure: unable to observe as it is a medical event not related to the device. Seroma: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Skin rash/dermatitis: unable to observe as it is a medical event not related to the device. Depression: unable to observe as it is a medical event not related to the device. Inflammation/irritation: unable to observe as it is a medical event not related to the device. Other-medical-ndr: not applicable as the event is not related to the device. Varied injuries-ndr: not applicable as the event is not related to the device. Additional observations: observed deformation on the device. Brown particles in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side exchange from textured to smooth implants due to the patient's concern with the product. Patient representative reported "plaintiff underwent painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction, seromas, physical pain, scarring and disfigurement. Plaintiff experienced, seroma, asymmetry, constant pain in left breast, heat sensations, capsular contracture, chronic insomnia, rashes and itching, irritation and discomfort for particular sleeping positions, inferiority complex, negative impact on communication with friends and family. Also significant weight loss or gain (not device related), ulcer, irritable bowel/crohn¿s disease, and aggravation of diverticulitis all not device related. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress and anxiety, as well as loss of quality of life, depression, and panic disorder; and other physical and emotional manifestations that are severe and ongoing. Plaintiff has not been diagnosed with bia-alcl." Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade unknown and seroma. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: the weight the device within specification, deformation and brown particles on the shell. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of seroma and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade unknown.